Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet device experienced elevated blood glucose while taking a new medication, prednisone, with peak glucose of 278 mg/dl and increased insulin usage; the clinical team advised no device changes and to continue usual operation. Symptoms included hyperglycemia without reported clinical sequelae and no alerts or alarms. Outcomes included no hospitalization and stabilization of blood glucose with no reported symptoms at the time of follow-up. Investigation included internal clinical review and user troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and no pattern of alarm or restart issues, with hyperglycemia considered cause unclear in the context of concurrent steroid therapy. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.